Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced low blood glucose of 48 mg/dl. The customer's blood glucose was 208 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucagon shot. Troubleshooting was performed. Displacement test was performed and passed. The customer also reported that they experienced high blood glucose and found that the basal settings were missing and no alarms were showing. The customer's blood glucose was 368 mg/dl at the time of incident. The insulin pump will not be returned for analysis.